Event description:
The surgeon performed a femoral artery to femoral artery bypass procedure using gore-tex suture. Two hours post operation, the pt was returned to the operating room and a disruption of the anastomosis was discovered. The surgeon reported that the suture had broken midstrand. The anastomosis was repaired with another gore-tex suture. No further complications were reported.